Event description:
Date notified: 10/13/2005 a model 325 aspirator failed to operate on high speed. An inspection of the device revealed a defective rotary mode switch. The switch was replaced and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident. It was determined that the damage occurred during shipping.